Event description:
The pt experienced a shocking or jolting sensation as she went close to a refrigerator door. The implant area in the buttock continued to be a sore a week after the initial event. It was very painful to sit down. Six months later the pt continued to feel pain in hip and vagina when the device was turned on and she was standing next to the refrigerator. The pt is at home and is well. Further info is being requested from the hcp.